Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system had error 23009. Technical support engineer (tse) reviewed logs and found error related to master tool manipulator (mtm) and informed to hard power cycle system and move mtml around while powered off. After restart system having same error and noise from mtml. Tse informed site to restart system again but error is repeating. Tse informed site they can continue after disabling mtml, site will check with surgeon for the same. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to correct the error before surgery. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.